Event description:
During a colonoscopy with polypectomy, the physician used a cook endoscopy acuject variable injection needle. The injection needle was advanced into position and the user attempted to extend the needle from the outer catheter. Instead of extending from the outer catheter, the needle penetrated the side of the outer catheter. The injection needle was removed and another injection needle was used to complete the procedure. A foreign object did not have to be retrieved from the pt. No additional medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
Eval: our eval of the returned device confirmed the report as described. The needle has penetrated the inner wall of the outer catheter. The needle remains lodged in the outer catheter. The punctured area is located in the black section of the catheter near the distal end. The injector handle was returned in the fully advanced position. We were unable to retract the needle due to penetration of the outer catheter by the needle. Two flattened areas in the outer catheter are present approx 56cm from the handle. A kink was also noted in the distal end of the outer catheter near the black section. The outer catheter measures within spec. A product discrepancy that could have contributed to needle penetration of the outer catheter was not observed during our laboratory analysis. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions: a definitive cause for this observation was unable to be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we can not reproduce the actual conditions of device usage. While clinical conditions are not the sole determining factors, this limits our ability to conclusively determine the cause for this observation. Needle penetration of the outer catheter can occur if needle extension is attempted with the catheter in a coiled or curved position. The instructions for use direct the user to uncoil the catheter and straighten completely. The instructions for use also caution the user that extending the needle while the catheter is coiled may result in damage to the performance characteristics of the device. Kinks and flattened areas in the catheter can occur if the device experiences excessive pressure during use and/or general handling. The instructions for use for this product line advise the user to advance the device through the accessory channel in short increments. This activity will aid in device preservation. Prior to distribution, all acuject variable injection needles are subjected to a functional test to ensure appropriate needle extension. A visual examination is conducted to check for kinks in the catheter. A review of the device history record confirmed that this lot met mfg requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of the needle puncturing the outer sheath near the distal end. This product was mfg prior to implementation of this corrective action. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is warranted at this time. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.